Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope communication error (e226). The event had occurred during set up / inspection for use (during set up in room / before patient in room). There were no serious injury/no adverse patient effects.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: tac advised the user to wipe the scope¿s electrical contacts. After cleaning the contacts and socket and reconnecting, error e226 appeared. The user changed the scope, but the same error occurred in room¿2. The user then tested the same scope on another video system center, and no errors occurred. Tac advised sending in the original unit. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of communication error code e226 due to cause traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.